Manufacturer narrative:
No information about the serial number and model number provided and device has not been returned to the manufacturer yet.

Event description:
The manufacturer was notified on (B)(6) 2015 that a mitroflow valve explanted after approximately 6 years. No further information provided.